Event description:
A report was received that during the permanent ipg implant, following the completion of tunneling, it was observed that the patient had an excessive amount of blood exiting the pocket site due to the external jugular vein being knick. The physician placed pressure on the area between the ipg and the incision point near the ear to reduce the flow of blood. A foam was injected superior to the ipg pocket to help seal the tunnel area and prevent future pooling in the ipg site.

Event description:
A report was received that during the permanent ipg implant, following the completion of tunneling, it was observed that the patient had an excessive amount of blood exiting the pocket site due to the external jugular vein being knick. The physician placed pressure on the area between the ipg and the incision point near the ear to reduce the flow of blood. A foam was injected superior to the ipg pocket to help seal the tunnel area and prevent future pooling in the ipg site.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that during the permanent ipg implant, following the completion of tunneling, it was observed that the patient had an excessive amount of blood exiting the pocket site due to the external jugular vein being nick. The physician placed pressure on the area between the ipg and the incision point near the ear to reduce the flow of blood. A foam was injected superior to the ipg pocket to help seal the tunnel area and prevent future pooling in the ipg site.